Manufacturer narrative:
Continuation of medical devices: ddmb1d1 ICD implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity warning for non-sustained high rate episodes and for the sensing integrity count. Additionally, over-sensing was noted during the high rate episodes. The lead remains in use and no patient complications have been reported as a result of this event.